Manufacturer narrative:
The alarm trace showed multiple sample foam detection, sample clot detection, and sample probe detection alarms. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 494 pg/ml. The repeat result was 50.2 pg/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was within specification. The investigation is ongoing.